Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple error alarms. The customer¿s blood glucose level was 93 mg/dl at the time of the incident. The customer stated that the customer was able to complete rewind the insulin pump. The self test was passed by insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 15 noted. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No failed battery test noted during testing or in the pump trace download. Pump error 63 alarm confirmed in the pump history due to broken traces on u1 keypad assembly.